Event description:
The customer reported to olympus that when using a video telescope "endoeye hd ii", 10 mm, 30°, autoclavable, there was a purple image. There was no patient harm associated with the event.

Manufacturer narrative:
The device is pending return for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s investigation and device evaluation. The device was returned and evaluated, and the customer¿s allegation (purple image) was confirmed due to the charged coupled device (ccd). A review of the device history record confirmed the device had no non-conformities or deviations regarding the event. It has been six years since the subject device was manufactured. Based on the results of the investigation, observations were made within the root cause analysis and hypotheses were established, which could lead to the known type of failure ¿green image¿. Some of the hypotheses could be confirmed by the observations. By assessing the influence probability and the probability of detection, the following are likely causes of the event: ¿ unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" ¿ unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined ¿ pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device olympus will continue to monitor the field performance of this device.